Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 23mm bioprosthetic valve and after the device was sutured into place, the physician noted that the device occluded the patient's left coronary artery. The device was explanted and replaced with a 21mm bioprosthetic valve during the procedure. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was replaced due to patient anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.